Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Received a call from (B)(6), asking about one of his client's chairs. He is stating that the frame of the chair seems loose, but doesn't know what is causing it to be loose. Provided (B)(6) with the name of the company we sold the chair to. (B)(6) was not aware if his client was the 1st user or not, but knew that he didn't get the chair til 2012. No other information provided.